Event description:
It was reported by the customer that a pyxis anesthesia es system drawer was not detected on communication bus prior to the start of a procedure, causing a 1-hour delay to patient care. Customer added that the entire station was down even before the removal of medication and confirmed that there was no adverse event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's firewall was causing the drawers not being detected on bus. A field service engineer disabled the firewall to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system drawer was not detected on communication bus prior to the start of a procedure, causing a 1-hour delay to patient care. Customer added that the entire station was down even before the removal of medication and confirmed that there was no adverse event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-jan-2022 to 05- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the communication bus. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.